Event description:
It was reported that this device was an attempted implant due to damage to the header and set screw issues. There were also observations of noise that was oversensed. The device was explanted and replaced successfully prior to wound closure. No adverse patient effects were reported.

Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the right ventricular (rv) lead setscrew seal plug. Inspection of the header and lead barrels found no anomalies. The pacing and sensing functions of the device were verified to be operating normally. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. The hole in the seal plug allowed fluid into the sensing pathway, which was the cause for the noise seen during the implant procedure.